Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to broken/detached end cap. Device received with cracked battery tube threads, loose drive support disk and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of case of insulin pump was broken away from the rest of the case and was pushing out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the location of damage was bottom of insulin pump where reservoir and battery compartment were located and also display screen. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.